Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, the patient expired. In (B)(6) 2013, the 75% stenosed, eccentric shaped, 37.2mm in length, de-novo, type c target lesion was located in the mildly calcified, 2.6mm in diameter diffused left atrioventricular groove of the left circumflex. Pre-dilated was performed. This 2.50x38mm promus element¿ plus was selected and implanted at 10 atms. An additional non-bsc stent delivery system was also implanted. Post dilation was performed with a timi flow of 3 and 0% residual stenosis. The patient was discharged from the hospital the following day. In (B)(4) 2013, 6 month follow was performed by calling the patient; however, the patient expired for an unexplained reason in (B)(6) 2013. They were unable to deny the relationship with the promus element plus stent and the antiplatelet medication of bayaspirin and plavix. It was noted that the death was not related to the procedure.

Manufacturer narrative:
Death date: (B)(6) 2013. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).